Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Event description:
During a procedure the surgeon was inserting a 4.0 mm ti cerv self-retaining, self-drilling screw with the extraction screwdriver and the inner shaft for extraction screwdriver's tip broke off in the head of the screw. Surgeon removed the screw, selected another and completed the procedure. No additional time was added to the procedure. This complaint is on the driver's inner shaft. This is report 1 of 2 for the same event.